Event description:
Complainant alleged that during training by a facility staff, the device provided a shock advisory on a non shockable rhythm. Complainant indicated that there was no pt involvement in the reported malfunction.